Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pump failure was not confirmed or reproduced during the product evaluation. However, but fc 810:11 was found in the event history prior to servicing. The root cause of this condition was assigned to an air in line printed circuit board out of calibration. The air in line printed circuit board was recalibrated and verified to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with pump failure. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.